Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There was blood in the inflation and wire lumen. There is blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a shaft kink at 8mm and a shaft kink at 24mm from the proximal marker band. There is a balloon pinhole 8mm from the proximal marker band. The tip is damaged. The balloon inflated and held pressure; the balloon had a slow deflation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 6.0mmx40mmx80cm (4f) balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole and slow deflation.